Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The reporter's meters and four vials of remaining test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.5 - 3.7 inr): vial #1: qc 1: 3.0 inr, qc 2: 3.0 inr, qc 3: 2.9 inr. Vial #2: no testing done since only 1 used strip returned. Vial #3: qc 1: 2.9 inr, qc 2: 2.9 inr, qc 3: 2.9 inr. Vial #4: qc 1: 3.0 inr, qc 2: 3.0 inr, qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 3.4%. The results alleged by the customer were not observed in either of the meters' patient result memory. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
The initial reporter stated they received discrepant results for one patient tested with two coaguchek xs meters, serial numbers (B)(4). A sample from the patient was tested using the first meter ((B)(4)), resulting with a value of 3.9 inr. A sample from the patient was tested using a second meter ((B)(4)), resulting with a value of 2.2 inr. A sample from the patient was tested in the laboratory using the stago neoplastin method, resulting with a value of 2.1 inr. All testing was performed within a 4 hour time span. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is every two weeks.